Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl on the continuous glucose monitor. Low bg cause was not known. Customer did not take any action to address low bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.